Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a revision due to unknown reason.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection of the returned bearing identified some minor scratching on the articulating surface consistent with articulation. No other damage was found on the returned product. The reported event is non-verifiable as the returned products cannot confirm pain or drainage device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient was having drainage and pain.